Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2018. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. Treatment was reported as ¿started using extraneal after the event as a treatment¿; however, further treatment as not reported. The cause of the event, action taken with pd therapy, and patient outcome were not reported. No additional information is available.